Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working, the pump did not inflate nor deflate. The entire device was explanted and replaced. No further details were provided.